Manufacturer narrative:
The customer was sent replacement. (B)(4).

Event description:
A customer contacted beckman coulter inc. And reported receiving one leaking bottle in a box containing four 1950ml bottles of access wash buffer ii. The customer did not report an affect to patients or end users in connection with this event.